Manufacturer narrative:
Investigation is not complete. (B)(4). Trends will be evaluated. This is the same event as 1043534-2013-02331, -02333, -02334, -02335, -02336. This report will be updated when investigation is completed.

Event description:
Allegedly revised due to mom complications.